Event description:
It was reported that during a removal of impacted left mandibular third molar procedure, the bur hit the suction tip and broke. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the surgery was delayed by 30 minutes, a replacement bur was available and the procedure was completed successfully.

Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.